Event description:
It was reported by the patient that the implantable cardiac monitor (icm) migrated out of the body, leaving a hole in the chest and had other unspecified problems. Follow up revealed that the patient had not been seen since initial implant and was unresponsive to clinic follow up attempts. The patient database indicates the device is inactive. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.